Event description:
A PICC was inserted with a 24 ga splitting needle. The catheter threaded 16cm, and when splitting the needle, the needle did not split all the way. This left the nurse unable to dislodge the catheter. Due to this, the catheter had to be pulled. The introducer failed to split, and the catheter had to be removed and replaced.

Manufacturer narrative:
This device issue was not reported to vygon by the customer, instead it was found during a review of FDA's maude database. The corresponding report number is (B)(4). The device was not returned to vygon, but the information will be part of complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.